Event description:
Femur osteosynthesis is performed with a tfna system, when placing the spiral blade in the impactor, the connection screw does not go down completely, leaving the blade unconnected to the impactor. The impactor at its distal tip also has a deformity that causes the blade to jam improperly. The surgeon decides to overlap the blade on the impactor to insert it that way. When removing the impactor, it is somewhat stuck and a maneuver must be performed with the hammer to be able to extract it. There was a delay in the procedure of approximately 5 minutes. No patient consequence reported.

Manufacturer narrative:
This report is 1 of 2 for (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: a device history record (DHR) review was conducted: part # 03.037.026 lot # 9768862 manufacturing site: werk bettlach release to warehouse date: 20 jan 2016 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.